Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's daughter reported that the insulin pump's keypad was becoming unresponsive. Caller reported that buttons had to be pressed several times before they responded. Customer did not recall any significant events leading up to this incident. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would ber replaced and agreed to return the product for analysis.